Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. One representative sample was received and tested for stopper pull out and creep out. No pull out or creep out observed during testing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5356824. Conclusion: an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cap of the bd vacutainer® plus plastic whole blood tube,bd hemogard¿ was disconnected when removing the tube after blood collection. There was no report of injuy or medical intervention